Event description:
It was reported that during a lap hysterectomy procedure, the active blade broke and may have fallen into patient. The site used a new instrument to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/28/2007. Information anticipated, but unavailable at this time.